Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion and excessive no delivery test due to the motor error alarm. A cracked case, cracked reservoir tube lip, scratched lcd window and scratched reservoir tube window noted.

Event description:
Customer reported that he was hospitalized due low blood glucose levels. Customer's blood glucose level when hospitalized was 31 mg/dl. Customer states his blood glucose level could have been low due to him not eating. Customer reported the insulin pump alarmed a motor error and a motor position encoder error. Troubleshooting was performed. Customer was advised to discontinue use of the device. No further information to report.